Event description:
It was reported that during a t12-l5 posterior lumbar interbody fusion, the surgeon was introducing the rod with the rod introducer pliers ((B)(4)) and the pliers sheared off where the hook positioner attached to the pliers. During the process, five collars ((B)(4)) became bent due to the broken rod introducer pliers. The surgeon used another rod introducer pliers and was able to seat the collars with no problems. Surgeon inserted the nut ((B)(4)) and during final tightening, both nuts would not tighten down and kept turning. Surgeon backed out the nut and screw and replaced it to complete the procedure with no further problems, and no adverse effect to the patient. Procedure was extended by approximately 45 minutes. This is report 4 of 5 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed minor scratches and nicks on the face and edges of the collar, portion of the anodize finish has been removed from the side on top of the slot. This is not manufacturing related problem. Because all relevant features conform to product specifications, it is concluded that this complaint is invalid. (B)(4).

Manufacturer narrative:
Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Corrected data: the manufacturing evaluation showed minor scratches on the face and nicks on the edges of the collar. This is not manufacturing related problem. Because all relevant features conform to product specifications, it is concluded that this complaint is invalid. Original awareness date is 04/18/2012.

Event description:
This report is for file (B)(4). This report is for one of the five collars that became bent due to the broken rod introducer pliers.